Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was smudge on the lens. Subsequently, it was removed during initial procedure and completed with new iol . Additional information was received and no patient harm reported.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. One cut optic portion had a deep scrape mark between the cut damaged area and the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint appears to be related to failure to follow the IFU. The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and qualified handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The file indicated that the lens was not returning. It cannot be confirmed based on the provided information if the reported complaint was a foreign material or potentially lens damage interpreted as a "smudge on the lens". A failure to follow the IFU (instructions for use) occurred with the use of a non-qualified viscoelastic. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The company ( 1.50 cyl.) 19.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with another company ( 1.50 cyl.) 19.5 diopter (add power +2.2/+3.2 diopter) lens. The manufacturer internal reference number is: (B)(4).